Event description:
Healthcare professional reported insufficient information. Healthcare professional later reported "breast induration, implant contouring, frequent aching pains, capsular contracture baker grade IV and rupture". This record is for the right side. Device was explanted. Patient undergo a capsulectomy.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. Photo evaluation: visual analysis of the photographs identified: - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.